Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/20/2015 with the following findings: review of the black box data revealed the pump time and date reset to the factory default setting after power on reset. On investigation, the complaint was duplicated. The pump was opened for investigation and revealed the internal clock battery was leaking and unable to hold a charge. Unrelated to the original complaint, the display was noted to be dim and discolored, the battery cap and battery compartment threads were stripped/damaged, and the pump did not emit auditory alarms due to a defective auditory alarm unit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.